Manufacturer narrative:
It was reported that revision surgery to replace the magnet has been completed on (B)(6), 2013. The device is not available for analysis. (B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma resulting in the dislodgment of the external magnet. Revision surgery to exchange the magnet is planned but had not taken place at the time of this report, (B)(4) 2013.